Event description:
Inflammation with dense adhesions. The patient is a 69-year-old male with a previous subtotal colectomy with hartman rectosigmoid pouch and ileostomy for ulcerative colitis. Initially on 10/13/97, the patient underwent cystoscopy, bilateral retrograde pyelograms, placement of bilateral ureteral catheters and cystolitholapaxy. Following these procedures, the patient was moved to the gastrointestinal room where he underwent an attempted protoscopy, laparotomy with lysis of major adhesions and completion of his proctocolectomy. He received 2 sheets of seprafilm under the midline following his proctocolectomy. There was nothing unusual about the surgery. Approximately 5-6 days the patient began experiencing symptoms of small bowel obstruction. On 10/27/1997, the pt was re-operated on and underwent a laparotomy with lysis of adhesions, lavage of the intra-abdominal cavity and placement of a miller-abbott tube for bowel decompression. The bowel was described as inflamed with dense adhesions and appeared to be thickened where seprafilm had been applied. A biopsy of the peritoneum revealed fibrosis and fat necrosis featuring histocytes and multinucleated giant cells. Refractile foreign material was noted in occasional giant cells. Histocytes and mesothelial cells contained grey-blue granular material that is not refractivle to polarized light. The event was treated with corticosteroids and IV antibiotics. The patient is currently recovering. The surgeron feels that the patient had diffuse intra-abdominal inflammatory-type allergic reaction to seprafilm.